Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The report of hemolysis and suspected thrombus was confirmed based on the evaluation of the returned lvad pump. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed an acute deposition on the inlet bearing ball. The deposition appeared to be in the early stages of development, which suggests that the deposition was likely present while the pump was operating. Examination of the rotor revealed non-laminated depositions situated on and in between the blades of the rotor. The structure of the depositions suggested that they did not develop on the rotor. Although the origins of the depositions cannot be conclusively determined, the larger deposition had areas of denaturing. This denaturing is an indication that the deposition was likely present while the pump was in operation. A non-laminated deposition was present in the outlet stator. The deposition was not adhered to the bearing ball or the stator blades, lacked lamination, and lacked denaturing. In addition, there was no evidence of contact marks on the outlet side of the rotor. Although their origin and a duration in which it was present in the pump cannot be conclusively determined, the depositions did not appear to have originated in this location. The thrombus formations found in the pump would have contributed to the reported hemolysis. In addition, the formations would have created additional resistance on the spinning rotor, contributing the reported elevations in power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: suspected pump thrombosis.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was admitted to the progressive care unit on (B)(4) 2014 after being seen in the clinic and found to have a lactate dehydrogenase (ldh) level of 1700 u/l with a usual baseline level in the 600s u/l. The pt had been on persantine, asa and warfarin to achieve an international normalized ratio (inr) range of 3-3.5. He was on triple anticoagulation therapy due to an event of increased ldh levels at an unspecified time in the past. He had no heart failure symptoms. The pump powers were reported to be slightly higher than the pt's norm. A heparin drip was started on admission. An echocardiogram (echo) performed an approximately (B)(6) 2014 showed full lv unloading and the vad coordinator stated that she felt the pump was unloading as expected. However, the pt's ldh increased to the 8000s ul with an inr of 3.1 and his urine became coke colored. The pt was reported to be hemodynamically stable and the pump parameters were stable. Repeat echo results were not available. It was reported that the pt's pump was exchanged on (B)(6) 2014 from one lvad to another lvad. No further info is known at this time.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.